Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set tubing disconnected above the y-site during the saline bolus and leaked saline onto the ground. The following information was provided by the initial reporter: "I loaded the tubing through the pump without issue and connected it to the patient. About a minute into the saline bolus I noticed the tubing had completely disconnected above the middle y site below the pump chamber and was dripping onto the ground."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary a sample was received and tested by our quality team. The separation below smartsite was immediately noticed and the customer's complaint has been verified. The disconnected tubing and smartsite were analyzed under microscope and the root cause has been determined to be a lack of solvent applied to the junction during assembly. The manufacture has been notified of this issue. A device history record review for model 2426-0007 lot number 22049036 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 04apr2022. There were no quality notifications issued for the failure mode reported by the customer during the build of this set.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set tubing disconnected above the y-site during the saline bolus and leaked saline onto the ground. The following information was provided by the initial reporter: "I loaded the tubing through the pump without issue and connected it to the patient. About a minute into the saline bolus I noticed the tubing had completely disconnected above the middle y site below the pump chamber and was dripping onto the ground."